Manufacturer narrative:
Additional patient results were provided by the customer for another sample. On (B)(6) 2021, the customer reported questionable ft3 results for one patient tested on a cobas e411 rack. The patient's initial ft3 result was 1.97 pg/ml, and the patient's repeat results were 0.88 pg/ml and 1.81 pg/ml. The customer determined the initial and second repeat results were correct based on the patient's previous results. The initial ft3 result of 1.97 pg/ml was reported outside the laboratory.

Manufacturer narrative:
After the service actions, the customer successfully performed qc. The investigation found that the customer did not follow the pinch valve tubings replacement interval. The customer last replaced the pinch valve tubing on (B)(6) 2020. According to the operator's manual the pinch valve tubing should be replaced: "every month when the system is in sample reception mode" or "every two months when the system is not in sample reception mode.".

Manufacturer narrative:
This event occurred in (B)(6). The customer stated there was one static electricity sampling failure alarm. The customer replaced the pinch valve tube, which appeared to solve the issue. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii results for 4 patient samples and questionable elecsys ft3 iii results for 1 patient sample on a cobas e411 immunoassay analyzer. Sample a: ft4 results: the initial result was 0.039 ng/dl and the repeated result was 1.17 ng/dl. Sample b: ft4 results: the initial result was 0.039 ng/dl (with a data flag) and the repeated result was 0.799 ng/dl. Sample c: ft4 results: the initial result was 0.039 ng/dl and the repeated result was 1.44 ng/dl. Sample d: ft3 results: the initial result was 0.943 pg/ml and the repeated results were 2.74 pg/ml and 2.71 pg/ml. On (B)(6) 2021 the customer received additional results. Sample e: ft4 results: the initial result was 1.76 ng/dl and the repeated results were 0.04 ng/dl and 1.85 ng/dl. The results were not reported outside of the laboratory. The reagent lot numbers were requested, but not provided.